Event description:
On (B)(4) 2013, the patient contacted animas stating two weeks ago, the keypad buttons were intermittently responsive and then on (B)(6) 2013, the keypad buttons became unresponsive. The patient reportedly wore the pump clipped to his waist. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn around the down arrow button, exposing the button contact. During testing, the up arrow and down arrow keypad buttons were found to be unresponsive; the ok button was intermittently unresponsive, hard to press and required increased force to elicit a response. There was evidence of contamination found under all key contacts.